Event description:
It was reported that this right atrial (ra) lead exhibited undersensing leading to overpacing and ventricular rhythm to be greater than atrial rhythm. As a result, device delivered four inappropriate shocks and fifteen bursts of anti-tachycardia pacing (atp). Technical services (ts) discussed reprogramming options. Lead currently remains in service. No additional adverse patient effects were reported.